Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter found to allow blood infused in one lumen to flow through the other lumen. This resulted in recirculation of dialysate and inadequate dialysis.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Additional information and clarification was requested but not provided. The contract manufacturer conducted a review of the manufacture records for the lot number provided. A record review of the device lot numbers showed no nonconformities or other abnormalities. There were no deviations or process changes in the manufacturing and/or materials with the part numbers. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have revealed this type of failure if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined.